Manufacturer narrative:
The reported complaint is confirmed.

Manufacturer narrative:
(B)(4). The fsr installed a new draw latch assembly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the ultrasonic air sensor (uas) latch was broken. There was no patient involvement.